Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date; and a suture was used. During the procedure, the needle detached from the suture during continuous suturing on the coronary artery though the surgeon used the needle-suture with the usual way and no tension was applied to it. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. No additional information was provided.